Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425 cc saline breast implant, catalog # 3501670, s/n: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate profile 425 cc saline breast prosthesis. The patient discovered deflation of the left implant. As a result, the patient underwent bilateral replacement with mentor smooth round moderate profile 375 cc saline and mentor smooth round moderate profile 425 cc saline breast prostheses on (B)(6) 2018. The patient experienced no accompanying symptoms.

Manufacturer narrative:
On 5/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The incorrect second replacement devices was erroneously stated in the initial report. The correct second replacement device was mentor smooth round moderate profile 375cc saline catalog: 3501660 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed a crease on the anterior aspect and extending to the posterior aspect. Shell abrasion was also observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 cm within the shell abrasion area. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5672730 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).